Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. No additional event information is available. Data was provided for evaluation but does not reflect the alleged device or alleged issue. Confirmation of the loss of connection could not be determined. The root cause could not be determined. Labeling indicates: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.